Manufacturer narrative:
Device was received with no button response due to lcd keypad connector unlocked. Unable to verify failed battery test, battery out limit, bad battery alarm or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. Device had cracked battery tube threads, cracked reservoir tube lip, minor or deep scratched display window, stained end cap sticker, stained address or serial number label and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that they put a battery in it now and the screen is up with the time and battery and black dot but it keeps alarming and nothing is coming up on the screen. The customer also got now battery out limit alarm and failed battery test alert. Customer declined troubleshooting of the battery issues failed battery test and battery out limit and high blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.